Event description:
Unable to advance the inner sheath: the relay pro was used in an emergency case. Using a y graft (14x7mm), bypass for both renal arteries and the sma was performed from around the aortic bifurcation without reconstruction of the celiac artery. A dryseal sheath (22fr, gore) was inserted from the right cfa, and a ctag stent-graft (2626-15, gore) was implanted to cover the central part to the celiac artery from the just above the patient's original aortic bifurcation. After the delivery system was withdrawn, the relay pro was advanced through the dryseal. There was no tortuosity in the thoracic, abdominal, or iliac arteries region and there was almost no calcification in the vessels as the patient was in his/her 60's. As the relay pro was advanced to the proximal landing zone without deploying the inner sheath, the inner sheath was attempted to be deployed by pressing on the disengagement button of the deployment with the controller in position 1, but it was too tight and could not be deployed. The entire delivery system was pulled back, and the inner sheath was attempted to be deployed by rotating the deployment grip, but the deployment grip would not rotate with normal force, and the inner sheath made a creaking sound and would not come out. The deployment grip was managed to be rotated with full force, but it caused an injury to the physician's hand (the skin peeled off). The deployment grip was rotated till it reached the white arrow marker on the handle, but the inner sheath was found to be not fully deployed. The deployment grip was then continued to be rotated and advanced a few centimeters further forward to confirm to confirm under fluoroscopy that there was no problem and turned the controller to position 2. The deployment grip was turned counterclockwise to pull down the inner sheath. Although it was observed that the inner sheath was retracted at a later timing than normal relay pro deployment, but the relay pro was fully deployed by turning the deployment grip all the way to the end. The clasp was released in position 3 without problems, and the relay pro was completely deployed. The controller was turned to position 4 for retraction of the stainless-steel rod but could not be retracted at all as it was stuck. As the device was used through the dryseal, no further manipulation could be applied, the entire delivery system was withdrawn, and the procedure was completed. The comments from the physician: as the case was an emergency, and the device was the only one available, we had no choice but to use the device. Another physician checked the deployment of the device out of the field, but position 1 was found too hard to advance. During position 2, no issues were noted though there was less advancement range than usual as the inner sheath did not deploy completely in position 1. There were no issues in position 3. The stainless-steel rod remained stuck in position 4. Upon checking the rail part where the delivery deployment grip moves, the inner shaft was found to be like an accordion (see attached photo). It was presumed that excessive force was being applied. Operation type: tevar. No blood loss. (Tc#: (B)(4)). Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Unable to advance the inner sheath: the relay pro was used in an emergency case. Using a y graft (14x7mm), bypass for both renal arteries and the sma was performed from around the aortic bifurcation without reconstruction of the celiac artery. A dryseal sheath (22fr, gore) was inserted from the right cfa, and a ctag stent-graft (2626-15, gore) was implanted to cover the central part to the celiac artery from the just above the patient's original aortic bifurcation. After the delivery system was withdrawn, the relay pro was advanced through the dryseal. There was no tortuosity in the thoracic, abdominal, or iliac arteries region and there was almost no calcification in the vessels as the patient was in his/her 60's. As the relay pro was advanced to the proximal landing zone without deploying the inner sheath, the inner sheath was attempted to be deployed by pressing on the disengagement button of the deployment with the controller in position 1, but it was too tight and could not be deployed. The entire delivery system was pulled back, and the inner sheath was attempted to be deployed by rotating the deployment grip, but the deployment grip would not rotate with normal force, and the inner sheath made a creaking sound and would not come out. The deployment grip was managed to be rotated with full force, but it caused an injury to the physician's hand (the skin peeled off). The deployment grip was rotated till it reached the white arrow marker on the handle, but the inner sheath was found to be not fully deployed. The deployment grip was then continued to be rotated and advanced a few centimeters further forward to confirm to confirm under fluoroscopy that there was no problem and turned the controller to position 2. The deployment grip was turned counterclockwise to pull down the inner sheath. Although it was observed that the inner sheath was retracted at a later timing than normal relay pro deployment, but the relay pro was fully deployed by turning the deployment grip all the way to the end. The clasp was released in position 3 without problems, and the relay pro was completely deployed. The controller was turned to position 4 for retraction of the stainless-steel rod but could not be retracted at all as it was stuck. As the device was used through the dryseal, no further manipulation could be applied, the entire delivery system was withdrawn, and the procedure was completed. The comments from the physician: as the case was an emergency, and the device was the only one available, we had no choice but to use the device. Another physician checked the deployment of the device out of the field, but position 1 was found too hard to advance. During position 2, no issues were noted though there was less advancement range than usual as the inner sheath did not deploy completely in position 1. There were no issues in position 3. The stainless-steel rod remained stuck in position 4. Upon checking the rail part where the delivery deployment grip moves, the inner shaft was found to be like an accordion (see attached photo). It was presumed that excessive force was being applied. Operation type: tevar no blood loss (tc#bm230102730) patient outcome - "no health damage to the patient."